Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation; however the video was provided for review. The investigation of the reported event is currently underway. (Expiry date: 03/2022).

Event description:
It was reported that during a angioplasty procedure, fluid leaks occurred after the proximal end of the balloon. It was further reported that another balloon was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history record review was performed for the reported lot number and this lot meets all release criteria. The manufacturing review did not indicate any possible manufacturing issue that could be related to the reported event. Investigation summary: one electronic video was reviewed. The video shows water streams out at proximal end of the inflated balloon near the glue joint of the catheter. Based on the video review, the reported leak can be confirmed. One dorado pta dilatation catheter has returned for evaluation. On the visual evaluation of the device, the device appeared bloody. Dried saline residues found at proximal end of the balloon. No other specific anomalies noted. On the microscopic evaluation of the device a circumferential break noted at the glue joint of catheter and the balloon. On further the device is inflated with in-house presto inflation device, water leaks at glue joint of the catheter and the proximal end of the balloon. Therefore, the reported leak is confirmed as the circumferential break at the glue joint leads to the reported leak. The circumferential break found at the glue joint of the catheter and the balloon may have contributed the reported leak, however the definitive root cause is unknown. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (Expiry date: 03/2022). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, fluid leaks occurred after the proximal end of the balloon was injected and pressurized. It was further reported that another balloon was used to complete the procedure. There was no reported patient injury.